Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3940 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line leader defective, distal part defective. No other information was provided. 2/24/2021 - the attached photo shows a kinked stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. There was a break in the polyimide tubing 2.5 cm from the distal tip. A microscopic examination revealed that the epoxy tip and all magnets were present. The break in the polyimide tubing coincided with a break in a magnet and multiple kinks were seen in the same region. No potential manufacture damage, defect, or deformity was seen on the sample. The polyimide tubing was confirmed to be within manufacture specification. The observed fracture features were indicative of catheter and/or stylet kinking and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Event description:
It was reported that PICC line leader defective, distal part defective. No other information was provided.